Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was plugged in and the tissue welder's jaw immediately turned bright red hot. The hemopro was unplugged from the power source. A second hemopro device and a second extension cable were used to complete the procedure. There was no pt complications reported by the hospital. Hospital is following the IFU sterilization recommendation for extension cable and swapping out the cable after 20 sterilization cycles.

Manufacturer narrative:
Investigation results: maquet received the device on 11/11/2009. The visual inspection revealed that, the cold jaw boot insulations had a burnt mark and the cutter wire was burnt. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).